Event description:
A patient reported blood glucose results of 237 mg/dl, 248 mg/dl and 172 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calcualted difference of these glucose results exceeds the expected value of ,=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test was performed and the result fell within specifications. Meter was replaced.